Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a 74-year-old male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with an unk_soundstar diagnostic ultrasound catheter and suffered cardiac tamponade requiring pericardiocentesis. During intracardiac echocardiography (ice) imaging with a soundstar catheter for transseptal puncture, cardiac tamponade was confirmed by ice as there was a lot of blood coming out the sheath. Pericardiocentesis was performed to remove an unknown amount of fluid from the pericardium. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The soundstar ice catheter was believed to have caused the tamponade during preparation for transseptal puncture. No biosense webster inc. (Bwi) product malfunctions were reported. Transseptal puncture was performed with a st jude medical brk1 transseptal needle. A sl1 agilis sheath from st jude medical was used during the case. Ablation was not performed prior to the adverse event. No bwi ablation catheters were inside the patient¿s body when the tamponade occurred. Power was not titrated during ablation. The patient received anticoagulant (unspecified) during the case with an activated clotting time (act) of 350 seconds.